Event description:
Steris system one reprocessing machine was in use cleaning scopes in the endoscopy clinic. A loud "pop" was heard and the lid of the machine remained latched but the seal around the lid was broken and deflated. Sterilant and liquid came pouring out the sides. The odor was very strong from the sterilant. No reported employee injury. Machine taken out of service.